Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced the door not fully latched messages, caused by loose link screws. The link screws were replaced.

Event description:
During baxter's eval, it was found that a spectrum pump experienced door not fully latched messages. There was no pt involvement.